Event description:
It was reported that the customer had issues with her sensor and blood glucose level readings. The insulin pump went into threshold suspend. Her sensor glucose reading was over 400 mg/dl but her blood glucose level was 238 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specification due to high readings.